Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016, from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on 04-aug-2016. Age of consumer when essure was placed was (B)(6) years old. The consumer's concurrent condition included nuts allergy and hay fever. In an unspecified date the consumer experienced pelvis / hips pain, increase or heavy blood loss during menstruation, leg pain, abdomen pain, arthralgia, increase/decrease of weight, tiredness, mood swings or emotionally out of balance, and memory loss or concentration problems. Treatment performed included: essure, two fallopian tubes and uterus removal on (B)(6) 2016. Consumer's outcome reported as recovered. Company causality comment:this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvis/hips pain. Essure, two fallopian tubes and uterus were removed five years after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvis/hips pain. Essure, two fallopian tubes and uterus were removed five years after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.